Event description:
It was reported to boston scientific corporation in 2008 that a corflo cubby low profile gastrostomy device was used in a feeding procedure performed eight days prior (patient age, gender and weight are unknown). According to the complainant, the device leaked nutrition between the device and right angle feeding tube. A different device was used to replace the damaged device (device unknown). No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.